Event description:
Additional information was received indicating the patient was experiencing discomfort and itching when the ipg was implanted on his back. Issue was resolved.

Event description:
It was reported the ipg was relocated on (B)(6) 2025 for unknown reason.

Manufacturer narrative:
Date of event is estimated.